Manufacturer narrative:
Approximate age of device - 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that the patient's log files were sent for review. This is a complex patient who has had issues with increased ldh¿s in previous admissions. Since being admitted in (B)(6) 2018, his ldh was primarily in the high 200¿s. On (B)(6) 2018 it was 271. It was rechecked (B)(6) 2019 and was 377. No intervention was done at this time. Ldh remained at this level until (B)(6) 2019 when it increased to 410. We started bivalirudin at this time. Currently patient's ldh is 386. Current plan is to continue the bival to see if the ldh will normalize to the high 200¿s. The log file captured routine events, there were no notable alarm conditions or parameter changes. Pump power and remained baseline for the entirety of the log file. No alarms were reported for this event. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, serial number (B)(4), and the report that the patient¿s elevated ldh could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed the pump remained above the low-speed limit, there were no atypical alarm, and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further issues have been reported. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. The manufacturer is closing the file on this event.